Event description:
"Distal sine after implantation: on (B)(6), 2012, a tag stent graft (gore, 31 mm x 15 cm) was implanted on an excluder stent graft (gore, cuff 28 mm) at the distal side. After that, a distal sine was noted at the excluder cuff during a follow-up examination. On (B)(6), 2016, the relay plus (28-m3 3425034 24 90u, japan lifeline) was extended to the distal part to cover the distal sine, but the bare part of the relay plus on the proximal side lifted; therefore, a tag (31 mm x 15 cm) was additionally implanted and the procedure was completed. Since then, the distal sine disappeared, and the patient's condition was favorable. On (B)(6), 2021, however, CT revealed a distal sine again. On (B)(6), 2021, txd (cook medical, 36-26-159) was used and extended to the distal part over the distal sine. Subsequently, the procedure was successfully completed. Operative method: tevar". Patient outcome: "the patient has no symptom at all. The current condition is unknown."

Event description:
"Distal sine after implantation: on (B)(6) 2012, a tag stent graft (gore, 31 mm x 15 cm) was implanted on an excluder stent graft (gore, cuff 28 mm) at the distal side. After that, a distal sine was noted at the excluder cuff during a follow-up examination. On (B)(6) 2016, the relay plus (28-m3 3425034 24 90u, japan lifeline) was extended to the distal part to cover the distal sine, but the bare part of the relay plus on the proximal side lifted; therefore, a tag (31 mm x 15 cm) was additionally implanted and the procedure was completed. Since then, the distal sine disappeared, and the patient's condition was favorable. On (B)(6) 2021, however, CT revealed a distal sine again. On (B)(6) 2021, txd (cook medical, 36-26-159) was used and extended to the distal part over the distal sine. Subsequently, the procedure was successfully completed. Operative method: tevar" patient outcome: "the patient has no symptom at all. The current condition is unknown."